Manufacturer narrative:
Case (B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the epi-sense device was not reported or able to be subsequently ascertained.

Event description:
It was reported that on (B)(6) 2019 a male patient underwent a subxiphoid epicardial ablation that was uneventful and there were no reported device malfunctions. The surgeon saw the patient in the office 1-week post-op and had no concerns. Patient presented to the ER on (B)(6) 2019 and had 600cc¿s of serous fluid drained from a pericardial effusion percutaneously. The patient was seen by the surgeon in office in follow-up (B)(6) 2019 and seemed well but again presented to the ER on (B)(6) 2019 with another pericardial effusion. Patient coded during intubation before being taken to the or and was put on extracorporeal membrane oxygenation (ECMO) emergently at bedside. The patient was removed from ECMO the following day after it was decided the patient had been without blood flow/oxygen for too long. The patient expired on (B)(6) 2019 following complications while treating the pericardial effusion. This is a procedural complication. No reported device malfunctions.